Event description:
Caller reported patient had blood glucose level of 22 mmol/l in the morning, took correction via bolus advice and sometime later was unconscious; amount of correction taken is unknown and timeframe between correction and unconsciousness is unknown. Ambulance was called and tested patient with a blood glucose level of 0.7 mmol/l and took patient to the hospital; treatment received was unknown as patient could not recall. On follow up patient seemed confused, nervous, and was very impatient; unable to obtain detailed information. Patient reported he has high blood glucose levels and low blood glucose levels; receives bolus advice but does not pay attention to the bolus amount, he just confirms the bolus advice. Patient stated he had a pump therapy break for half a year; no additional information was provided. Requested return of the alleged pump for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.